Event description:
It was reported the patient received inappropriate shocks due to oversensing. A lead fracture was questioned, as a possibility. The lead was explanted and replaced, one day post implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection noted that the helix was over-retracted and disengaged from the helical channel, there was also bllod in the helix mechanism and all insulators were breached from apparent explant damage. The full lead was returned for analysis.

Event description:
It was reported the patient received inappropriate shocks due to oversensing. A lead fracture was questioned, as a possibility. The lead was explanted and replaced, one day post implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found however, the visual inspection noted that the helix was over-retracted and disengaged from the helical channel, there was also blood in the helix mechanism and all insulators were breached from apparent explant damage. The full lead was returnef for analysis.